Event description:
It was reported that during the surgical procedure the cable of the permanent cautery hook instrument broke. The instrument was removed and the planned surgical procedure was completed with a different instrument. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that the conductor wire had separated from the instrument wrist. Engineering also observed evidence of charred plastic on the instrument wrist. This discovery has led engineering to conclude that the instrument may have arced during a previous surgical procedure.